Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and removed the plunger clamps at positions 6 and 10. The fe inspected the internal plunger on both. The fe found that both plunger clamps had internal plungers that were stuck in the up position. The fe replaced both plunger clamps. The fe ran lld test to verify correct operation of the summit. Repairs have returned this instrument to expected operation.